Event description:
Healthcare professional reported right side "severe painful encapsulation grade IV" confirmed via ultrasound, and later "foreign body-like giant cell granuloma" confirmed via biopsy. The device has been explanted and replaced.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "severe painful encapsulation grade IV"; "foreign body-like giant cell granuloma."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "severe painful encapsulation grade IV" confirmed via ultrasound, and later "giant cell granuloma type" confirmed via biopsy. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "severe painful encapsulation grade IV" confirmed via ultrasound, and later "foreign body-like giant cell granuloma" confirmed via biopsy. The device has been explanted and replaced.